Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the reason for the call was when delivering a bolus it took them 1.5 minutes or longer to do so since it would lag at 90%. The patient noted this was not the first time they had to call about it. The last time they called was two months ago. During the call, the agent walked the patient through clearing data and the patient closed all applications. The patient connected to patient therapy manager (myptm) application like normal.

Manufacturer narrative:
Continuation of d10: product type mobile platform product ID a820 lot# serial# unkown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unkown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.